Manufacturer narrative:
Device description reported as unknown liner. Additionally, an unknown head was reported. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported by sales rep that doctor did an I&d washout and switched head and liner. Right hip.